Manufacturer narrative:
The device was evaluated. Device evaluation confirmed the reported event. Evaluation noted no image and in addition, b30 communication error was observed and found to be due to faulty charged coupled device unit. A definitive root cause could not be identified reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported no image during processing involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.